Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family. It was reported to medtronic minimed that the customer passed away on 21 november. Cause of death was unknown. Troubleshooting was not performed it was unknown whether the pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was not known if the patient was wearing the pump at the time of passing. It was unknown whether the customer will continue using the device. Mmt-1780kl, mmt-1780kpk. No product return is required for mmt-1780kl. No product return is required for mmt-1780kpk. Frn-unk-rsvr, unomed inf set

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: medtronic legal received information from the attorney of the family. It was reported to medtronic minimed that the customer passed away on (B)(6) 2025, date of death. Cause of death was unknown cause of death. Troubleshooting was not performed it was unknown whether the pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was not known if the patient was wearing the pump at the time of passing. The last known product(s) for this customer are as follows: it was unknown whether the customer will continue using the device. Mmt-1780kl, mmt-1780kpk. No product return is required for mmt-1780kl. No product return is required for mmt-1780kpk.